Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system, implanted with a non boston scientific left ventricular (lv) lead, exhibited left ventricular (lv) lead oversensing with some markers that appeared consistent with oversensing of p-waves or t-waves. This observation likely contributed to the instances of less than 90% cardiac resynchronization therapy (crt) pacing. Additionally, right atrial automatic threshold (raat) was detected as greater than the programmed amplitude or suspended. Left ventricular automatic threshold (lvat) measurements were elevated and stable at 2 v to 2.8 v, and lv impedances were stable at 1100 ohms to 1300 ohms. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-d system remains in service. No adverse patient effects or interventions were reported at this time, and the patient was not pacer dependent.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.